Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2016 with the following findings: the pump's black box shows no evidence of short battery life. There were multiple battery related alarms observed in the pump history on (B)(6) 2016 where there was a post deliver motor power supply fault. The battery compartment and cap were undamaged and were able to fit securely. A call service 069 alarm was reproduced during the rewind step. The call service 69 failure was defined as language file corruption while retrieving the language text. The call service 69 failure was written as a call service 87 failure in the black box. The error was resident to flash chip.